Event description:
A surgeon reported that they received a system message code, and iop (intraocular pressure) control was not available during a procedure. The problem was resolved after replacing the product with another one. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).